Manufacturer narrative:
The patient reports no falls or other events that are likely to have caused or contributed to the lead fracture. There is no obvious cause reported from the field for the lead to have fractured.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. During a clinic visit on (B)(6) 2025 it was noted that the lateral lead was not functioning. On (B)(6) 2025 the patient was seen by the physician and had xray imaging done during that visit. Imaging confirmed that the lateral lead was fractured. On (B)(6) 2025 a surgical revision was performed to remove the fractured lead and place a new lead on the lateral side of the knee. Only the proximal end of the fractured lead was able to be removed, the distal end was left in place. Intra-op testing returned all good impedances and the system was able to be programmed post-op.